Manufacturer narrative:
This report is submitted on january 5, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement and pain with device use. Subsequently, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.